Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). Device labeling reviewed: two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery.

Event description:
Patient was asked 'does your baby have any serious medical problems or a congenital abnormality?" And the patient reported "yes" and when asked to specify the problem the patient reported. "A birth defect (congenital anomaly or malformation)," specifically "lymphatic." This record is for the left side. No treatment was indicated and the device remains implanted. See MFR# 2024601-2014-00636 for right side.